Event description:
It was reported that the patient presented to the clinic and was experiencing atrial fibrillation. The lead exhibited loss of sensing . The atrial sensitivity was adjusted and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.